Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-operation checkup, the device exhibited post-paced t wave oversensing on a real-time egm. Patient was asymptomatic. Programming changes were made.